Event description:
It was reported, that the patient complained about intermittent and weak sounds and that patient heard nothing at all in 06/2005. Telemetry testing revealed "poor coupling", the implant had malfunctioned. The patient was reimplanted about two weeks later.